Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the device would not cross the lesion, and upon retraction, the stent dislodged inside the tuohy. The device was retracted outside of the pt without further incident. No pt effects were reported. No add'l event or pt info is available.